Event description:
It was reported that the device froze on the wire. A 4.00 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, it was found that the device was stuck with the guidewire. The device and guidewire were removed as a single unit and the guidewire was able to be removed from the catheter once outside the body. The procedure was completed with a different device and there was no patient injury reported.